Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were evaluated. Pre-filled test was performed, both reservoir passed per specification no air bubble were noted.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer reported that air bubbles happened with three infusion sets and had trouble releasing them. Customer was advised to call when air bubble occur in order to troubleshoot. Customer returning two infusion sets for analysis.